Event description:
The customer reported a false negative troponin I (access accutni) result, for one patient involving access 2 immunoassay system. Subsequent testing of the patient's sample recovered a positive troponin I result, which the customer expected. The customer's event log report showed one ultrasonics surface detect error, probe failure. The customer performed daily maintenance and cleaned the probes externally after receiving results of 0 ng/ml. The customer retested the samples again and reproduced values to the original results, and the event log displayed another ultrasonics surface detection error, probe failure. The false negative result was not released out of the laboratory. The original positive result was issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer requested a preventive maintenance (pm) be scheduled for march. The customer's quality control (qc) recovered within specifications at the time of the event. Beckman coulter, inc. Customer technical service (cts) reviewed the calibration for troponin I, the curve matched edms in- house data within 80%. The sample was lithium heparin and the allotted clotting time was 30 minutes with a gel separator becton dickinson (bd) tube. Centrifugation was performed at 3,000 rpm (revolutions per minute) for five minutes. In conclusion, the cause of this event is unknown and could not be determined. This medwatch report is related to MDR 2122870-2012-00616.